Manufacturer narrative:
The reported events of stylet could not be removed and lead damaged were confirmed. A partial lead was returned in two pieces with the stylet stuck inside the lead. Stylet removal test could not be performed due to as received condition of the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent excessive forces. Inner coil was clogged with blood at the proximal region of the lead. The cause of the reported events was due to the blood inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly. Electrical testing was normal with no other anomalies found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2024. During procedure, it was found that the newly placed left ventricular (lv) lead exhibited failure to separate from the stylet, and the lv lead connector pin was detached during attempts of their separation. During lv lead replacement, the patient developed unrelated symptoms and the procedure was terminated without a lv lead implant. Patient condition was stable pre, and post procedure, and another procedure will be scheduled.